Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is failing the operational check at defib test. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
This is a duplicate of report # 1218950-2017-07480.

Event description:
It was reported to philips that the device is failing the operational check at defib test. There was no reported patient involvement.